Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver boot test was performed and passed. A receiver charge test was performed and failed as the receiver only charged to 33% after 3 hours of charging. Functional tests were performed and failed the initial battery test. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective receiver battery. No injury or medical intervention was reported.